Event description:
A patient complains of glare at night following intraocular lens implant surgery. Daytime with sunglasses is better and the patient states his near vision is "beautiful". The patient's vision is good and the surgeon is not planning any intervention.